Event description:
Customer reported a membrane leakage during treatment. No patient injury and no blood loss was reported.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info was given for this event and the case is considered closed. A root cause for this event cannot be determined.